Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000077939.

Event description:
It was reported that the patient experienced ineffective therapy, uncomfortable stimulation, and numbness. As a result, surgical intervention was undertaken wherein the system was explanted on an unknown date to address the issue. It is unknown which lead is responsible for this issue.